Event description:
It was reported by customer that during use the cs100 intra aortic balloon pump (iabp) machine shuts down. There was a patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b1, b4, d8, d9, e1 (event site name and event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, d4 (version or model), h6 (medical device problem code) due to character limit in block e1 event site name: bangkok dusit medical services company limited. Event site address: bangkok hospital, 2 soi soonvijai 7, new phetchaburi road, bang kapi, huai khwang, bangkok 10310, thailand. A getinge field service engineer (fse) upon inspection, found that the machine was not charging the battery. Tested and replaced the power supply. After replacement of power supply charger, the machine was able to charge the battery normally. Overall operation tested; machine was functioning normally.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had shutdown. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for initial reporter: (B)(6).